Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was having difficulty placing the right atrial (ra) lead. After multiple attempts a new lead was suggested as the helix had been used too much. The lead also exhibited small p-waves. The new lead experienced the same p-wave measurements but remains in use. No patient complications have been reported as a result of this event.